Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out of calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 23, 2007. Additional information: failure code 814:04 was intially reported by the facility. It was unknown when the failure code occurred. Evaluation summary: the condition of air-in-line printed circuit board out-of-calibration was confirmed during testing. The air-in-line printed circuit board was recalibrated.